Manufacturer narrative:
Date rec¿d by MFR : 01apr2019. Multiple attempts were made to obtain repair/service information of the device that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator failed the gas volume accuracy test failed. The customer reported that the unit was not in use on patient. Event date not specified; estimate used.